Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that the patient¿s ipg gets hot while recharging. As such, surgical intervention took place on (B)(6) 2020, the physician decided to explant the entire system addressing the issue. The issue regarding ipg gets hot while recharging has been resolved. Therapy has been confirmed post operatively.

Event description:
Additional information received indicates that the lead remains implanted and there is no issue with the lead.

Manufacturer narrative:
Corrected data: b5 per the additional information, no intervention took place on the lead and there is no issue with the device. As such, this does not meet the reportability criteria.